Event description:
The customer reported the table was stuck in the trendelenburg position. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The limit switch setting was overrode and the table calibrated. The system was then found to be working as intended.